Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting-post-anesthesia a da vinci-assisted surgical procedure, the customer (nurse) called in prior to starting to report that they got a non-recoverable error 86. Prior to calling technical support engineer (tse), they restarted the system several times including breakers, but the issue persisted. Tse reviewed the logs and confirmed error #86 pointing to power distribution issue. Tse guided the caller again to a hard power cycle and issue has been cleared. The nurse handed over to surgeon and tse informed surgeon about the root cause for this issue and that this issue may reoccur at any time. The surgeon decided to convert to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reports of patient harm, adverse outcome or injury and no delays.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vision side cart (vsc) core unit to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The core was analyzed and upon visual inspection, no issues were found that would be related to the reported failure. The core was installed and tested into a known good pca system. System started up triggering error 86 on intuitive surgical core power distribution (ipd), side b-12v was out of range 2813 (2828 to 3456). Aba testing was performed with power tray fixture, programing and system started up without any error. The unit ran 50 power cycles with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error. The complaint was confirmed based on the failure analysis. The root cause is attributed to a power supply failure in the ipd which triggered error 86.